Event description:
Boston scientific crm received information from a boston scientific field representative that this chronic left ventricular (lv) lead was associated with a high out-of-range pace impedance measurement. The representative and a boston scientific technical services consultant (ts) discussed troubleshooting for a possible fracture and lead extraction procedure recommendations. No adverse patient effects were reported.

Event description:
The lead subsequently was explanted when the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, analysis of the lead confirmed the clinical observation. Visual inspection noted all lead wires were fractured at a point 44 centimeters (cm) from the terminal pin, indentations or puckering of the lead body at points 44 and 44.8 cm from the terminal pin, and a clouded appearance to the lead insulation at a point 46.4 cm from the terminal pin. A reference suture sleeve was placed next to the sites of damage; it appeared that the fractured wires corresponded with the location of the suture sleeve tie-down.